Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Three months after placement at second stage uncovery procedure, implant presented with midbody radiolucency on radiograph and had less than 15 ncm of torque when opened. Implant was removed with hand instruments and grafted for replacement in 3 months.